Manufacturer narrative:
Unit returned a pump error alarm during motor rewind due to some problem with the electronics. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the pump error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer did displacement test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.